Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not deliver shock.there was no report of patient harm associated with the reported event.

Manufacturer narrative:
Section b3, event date, has been updated. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician downloaded and analyzed the device's electronic record and found an abnormally high impedance in the shock log, indicating an issue with leads connectivity. The technician recommended the customer to replace the internal paddles as a preventative measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not deliver shock. There was no report of patient harm associated with the reported event.